Manufacturer narrative:
The device has been received for evaluation, investigation pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2022 and involved a primary plum set with 0.2 micron filter and secondary port. It was reported that when they took product out of package to spike a bag of fluids, there was what looked like black ink all over the tip of the spike. There was no patient involvement and no patient harm. This captures the first of two occurrences.

Manufacturer narrative:
Received one open/unused 140159291 primary plum set for inspection. As received the tip of the piercing pin was observed to be black. The material could not be wiped off. The reported complaint can be confirmed. The probable cause is burnt material embedded on the tip of the piercing pin during the molding process in costa rica. Burnt material could be caused by gas trapped at the hot runner nozzle tip. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.